Manufacturer narrative:
Evaluation summary: review of the device history records revealed no discrepancies. The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The guide wire got stuck in the nail due to bone residues in the distal part; the proximal curvature of the nail leads to a wire contact in the nail but cannot lead to a wire jamming. The bone residues got most likely into the nail during nail insertion. Most likely the ball tipped end compressed the bone residues to a hard cluster during removal of the wire; finally the cluster got stuck in the nail and caused the jamming of the wire. The reported event is a rare but known reaction. To prevent bone debris within the cannulation of the nail the reaming technique can be used, furthermore the user shall be carefully during nail insertion in order to avoid that abrasion of bone material from the inner cortex. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. No non-conformity was identified.

Event description:
The sales rep, reported on behalf of the customer that the guide wire was blocked in a t2 tibia 390 9mm.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Product details guide wire.

Event description:
The sales rep, reported on behalf of the customer that the guide wire was blocked in a t2 tibia 390 9mm.